Event description:
The patient was enrolled in the watchman heal-laa study on (B)(6) 2024 with patient identifier (B)(6). It was reported that the patient experienced aphasia. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 24 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a with complete laa seal and deployed device diameter of 19 mm. There were no complications that were reported to have occurred. The patient was discharged from the hospital the same day on a medication regimen of aspirin and apixaban. On (B)(6) 2024, 165 days post index procedure, the patient was reported to have woken up from a nap in a confused state with slurred speech and making occasional nonsensical statements. The patient was taken to the emergency room and admitted to the hospital. A computed tomography (CT) scan was completed on the brain and neck which showed no evidence of large vessel occlusion (lvo) and mild stenosis in the right posterior cerebral artery (r-pca). X-ray, cardiac imaging, brain imaging and echocardiogram were also performed for the event. Magnetic resonance imaging (MRI) was also completed which revealed no acute findings and ruled out a stroke. The patient was diagnosed with aphasia without other gross motor deficits. On (B)(6) 2024, the event of aphasia was considered resolved and the patient was discharged home.